Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three catheters have slipped out after approximately 4 weeks.

Event description:
It was reported that three catheters have slipped out after approximately 4 weeks.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Based on the complaint description, it is likely that the balloon was leaked. It was also mentioned that the leak happens during usage state. This indicates that the catheter was functionally fit prior usage and shows that there is no issue were noted at the first day used. Leak balloon may happen due to several reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives' compounds. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter 8alloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. Samples were inflated with l0ml distilled water and soak in water at 37'c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. 8alloons are still inflated to its normal condition and shape. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.